Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Damage was identified on multiple blades. Blade 1 had a 1 mm portion of the distal end of the proximal segment detached. Blade 2 had lifting of the blade in the proximal end of the middle segment. Blade 3 had a kink in the mid-section of the middle segment. All blade pads were intact. Tip showed no signs of tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon failed to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 15 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon failed to cross the lesion after the physician attempted to treat the lad lesion following pre-dilation. The procedure was completed successfully using an alternative rotablation method. There was no patient complications reported. However, device analysis revealed a lifted and detached blade.